Event description:
Received info from the hcp reporting impedance <250 ohms on one electrode. Readings are as follows: left stn electrode impedance tested at 0.7v: impedances range from 855-1459 ohms. Right stn electrode impedances tested at 3v: impedances range from 32 (on one electrode) -2237 ohms. Hcp was advised by medtronic technical support to consider doing an x-ray of the lead and extension area. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).